Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 402 mg/dl. Troubleshooting was performed. Found multiple no delivery alarms in the alarm history. The insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be performed. Nothing further was reported.